Manufacturer narrative:
(B)(4).

Event description:
Patient still had 2008 battery installed however it never worked since day one. Problem was ¿put patient all the way out¿ and couldn¿t help the hcp (healthcare provider). It never worked since day one with old one. They tried all the programming never helped. Event date for never worked since implant for first ins (stimulator) was (B)(6) 2008. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.